Event description:
This system was explanted due to inappropriate shocks. No adverse pt side effects have been reported.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Next, the memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the atrial as well as in the ventricular channel. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 43 months; 70 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. There was no indication of a material or manufacturing problem. The ICD proved to be fully functional during analysis. The battery status eri was anticipated. With regard to the issues as mentioned in the complaint description, the analysis of the lead fragment as well as the analysis of the ICD did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.